Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-may-2022, mentor received additional information about the event: the patient reported that she suffered several unexplained systemic symptoms, including chest pain, skin reactions, breathing issues, digestive issues, chronic dermatitis under breasts, malaise, and unspecified breast implant illness symptoms. The root cause of the patient¿s symptoms is unclear. The patient is scheduled to undergo bilateral explantation with no replacement breast prostheses on (B)(6) 2022. The patient dob is (B)(6) 1979. D6b explantation month, day, and year: (B)(6) 2022. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor smooth round high profile 290cc saline breast prostheses that bilaterally deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.